Event description:
Event description guidant received information that following a protocol of radiation therapy, while attempting an atrial p-wave check, the implantable cardioverter defibrillator (ICD) displayed a message that an episode was in process. The logbook showed a ventricular episode was in progress, which had begun three days earlier. During trouble-shooting, cpature was verified with an occasional fusion of a ventricular paced beat. Once some reprogramming of the device was performed, the episode ended. Since the episode ended, the patient was sent home and will be followed.